Manufacturer narrative:
The device was returned due to a signal issue. Electrode 13 had been displaced and read as an open circuit. Dissection revealed conductor wire 13 had been fractured proximal to the weld joint, consistent with the open circuit detected and the reported signal issue. Electrodes 1-12 and 14-16 (also identified as electrodes a1-c4 and d2-d4) met specifications of acceptable resistance values with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured conductor wire and displaced electrode are consistent with damage during use.

Event description:
This report is to advise of a displaced electrode observed during analysis confirming the reported signal issue.